Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that while advancing the lead over the guidewire, the insulation between electrodes was found to be separated from the proximal electrode and freely sliding on the conductor. The lead had not yet been advanced into the body, it was removed from the table and scrapped.